Manufacturer narrative:
The reported issue was inconclusive. The root cause of the reported issue could not be determined. A potential root cause is user does not check and record patient temperature and water temperature. However this cannot be confirmed. It was unknown if the device did meet specifications and whether the device was influenced by the reported failure. The device was in use on a patient. The DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The instructions for use were found adequate and states the following: the rewarm patient window displays the rewarming phase patient target temperature and the length of time remaining in the rewarming phase of the hypothermia therapy. To initiate hypothermia therapy: from the patient therapy selection screen, press the hypothermia button to display the hypothermia therapy screen. 1. Cool patient settings ¿ the default patient target temperature and duration will display in the cool patient window. ¿ to modify the patient target temperature and duration, press the adjust button to display the cool patient-adjust window. ¿ cool patient to: use the up and down arrows on the left side to set the desired patient target temperature to cool the patient ¿ cool patient for: use the up and down arrows on the right side to set the cooling duration to cool the patient before rewarming begins. ¿ press the save button to save the new settings and close the cool patient-adjust window 2. Rewarm patient settings ¿ the default patient target temperature and duration will display in the rewarm patient window. ¿ to change the rewarming phase patient target temperature and rewarming rate, press the adjust button in the rewarm patient window to display the rewarm patient-adjust screen. Use the up and down arrows on the left side to set the desired final patient target temperature. ¿ rewarm patient to: use the up and down arrows on the right side to set the desired final patient target temperature. ¿ rewarm at a rate of: use the up and down arrows in the center of the screen to set the rewarming rate. ¿ rewarm patient from: when cooling a patient, adjustment of the rewarm patient from setting on the left side of the screen is disabled and defaults to the cool patient target temperature. ¿ when rewarming a patient, the rewarm patient from adjustment is enabled and the value can be modified. The rewarm patient from setting is the temperature to which the system is currently controlling the patient. The rewarm patient from temperature will automatically increase as the rewarming process continues. This feature allows the rewarming procedure to be optimized by allowing complete control of the rewarming ramp. ¿ using the rewarm patient from temperature, the rewarm patient to temperature and the rewarming rate settings, the system will calculate and display the rewarming duration and the date/time at which the patient will reach the final rewarming target temperature. Press the save button to save the new settings and close the rewarm patient-adjust window. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that nurse stated that they have a patient cooling on the arctic sun device that should be rewarming. Nurse asking how to program the rewarming. Mis instructed nurse at the bottom the screen in the rewarm patient box was an adjust button. Mis informed nurse that they should select adjust and made sure the rewarm patient was set to the current patient temperature. Also informed nurse that they would need to set the rewarm rate and rewarm patient to target temperature to the providers orders. Also informed nurse to then hit save. In the same rewarm patient box, nurse could then select start to begin rewarming patient at a controlled rate. Nurse was not in front of the device but would try this and call back for any further assistance.

Event description:
It was reported that nurse stated that they have a patient cooling on the arctic sun device that should be rewarming. Nurse asking how to program the rewarming. Mis instructed nurse at the bottom the screen in the rewarm patient box was an adjust button. Mis informed nurse that they should select adjust and made sure the rewarm patient was set to the current patient temperature. Also informed nurse that they would need to set the rewarm rate and rewarm patient to target temperature to the providers orders. Also informed nurse to then hit save. In the same rewarm patient box, nurse could then select start to begin rewarming patient at a controlled rate. Nurse was not in front of the device but would try this and call back for any further assistance.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.